Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to verify that the battery did not charge in the battery slot. The fse also verified that the unit charged properly by placing new batteries in both slots, and verified the battery charging issue via the unit's logs. To fix the issue, the fse replaced the batteries, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a charging issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: d5.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a charging issue. There was no patient involvement, and no adverse event reported.